Event description:
It was reported that during a ptca/stent procedure, the stent was lost in the left main. The patient was then went to emergency CABG. Limited information was reported on this complaint. Attempts to gather more information have been unsuccessful.

Event description:
It was reported that during a ptca/stent procedure, after predilatation, with a sub-optimal result, some resistance was encountered when removing the balloon catheter at the location some calcification. The stent was dilated up to 10atm, which is beyond the rated burst pressure for the device. The expansion of the stent was reported to have been non-uniform and full expansion was not possible. The pt was sent to CABG and the stent was removed during surgery.